Event description:
The customer reported to olympus, the visera elite xenon light source exhibited error code e207 indicating the emergency lamp was blown or failed. The issue occurred during inspection for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the lamp needed to be replaced due to an internal lamp part failure, and the light guide connection needed replaced as it was rattling due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is surmised that the phenomenon occurred due to faulty spare lamp. However, we could not surmise the cause of the defect. Olympus will continue to monitor field performance for this device.